Event description:
Date received for intake: 22-oct-2020 material no.: 260815c, batch no.: 9242663. It was reported that a hair was found in the package. Per (B)(4). There is a hair inside the package on the shaft of the chloraprep stick. I have taped it on so it does not fall off. Photo attached (product defect).

Manufacturer narrative:
A sample and photo was provided for evaluation. The failure mode of foreign matter (hair) was verified by the photograph and sample provided by the customer. The hair originates from an operator. The process has certain manual processes that may result in hair on the product. The procedures/process includes preventive measures for hair in product. It is possible for associates to accidentally shed hair onto product as they are loading components into their corresponding containers /packages, although associates wear hair nets, gloves, safety glasses, and head covers; if worn improperly it could lead to the reported issue. The most probable root cause is inadequate gowning by associate(s) and/or preventive measures during the manufacturing of the product. No further actions are required at this time. This failure mode will continue to be tracked and trended. H3 other text : see narrative below.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Date received for intake: 22-oct-2020. Material no.: 260815c; batch no.: 9242663. It was reported that a hair was found in the package. Per (B)(4), there is a hair inside the package on the shaft of the chloraprep stick. I have taped it on so it does not fall off.